Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While the patient was supported with the impella cp device, there were frequent suction alarms due to low pump flow. Due to the frequent alarms, the patient was weaned and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.